Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. B3: event year only reported: 2025. D4 batch #: unknown. Additional information was requested and the following was obtained: was any buttressing material used? No. Was this a single firing? Yes. Where on the staple line was this observed? About mid-way through the complete line are any pictures available? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a single staple did not form correctly. It was visually inspected and confirmed that a staple leg was indeed malformed, ie- leg was ¿sticking out¿ of tissue and not crimped in b formation. Gst60b was fired on the duodenum with an ech60c. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 04/23/2025 d4: batch #c9el8f corrected data: d4 (expiration date and UDI), h4 investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number c9el8f, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.